Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell onto the pump causing the screen to damage. The touch screen became unresponsive due to the cracked screen. Customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.